Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)2009. According to the complainant, during the case, the guidewire was not splitting the "c" channel of the autotome rx sphincterotome easily. The procedure was completed with the subject device. During post procedure inspection of the device by the sales representative, while checking the bow of the wire, the cut wire detached from the tip of the autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).